Manufacturer narrative:
Attachment: user facility voluntary medwatch report. The report # was not provided. At this time the customer will not be returning the device for eval. If the device is rec'd, a f/u report will be submitted.

Event description:
User facility voluntary medwatch rec'd that stated: "pt's family reports that pump is not delivering all of the tpn solution. Hospira gem star pump is programmed to give 3500cc tpn/lipids over 14 hrs with a 1 hr up time and 1 hour down time. The pump alarms that infusion is complete and there is a volume left in the tpn/lipid bag of 500 ml. The pump's end volume is reading 3500 ml. Batteries have been changed twice, once at the beginning of the infusion and then approx 4 hrs later so that the pump will run all night. This problem has been repeatedly for the last 2 weeks. Hospira technical support contacted on 12-11-2006. Tech recommended that new pumps be programmed and sent to pt and current pumps be returned to be tested. The two new pumps that were sent have been repeated the above problem with 500 cc tpn/lipids left after pump alarms infusion complete with total volume infused 3500 ml. Pt has become hypoglycemic at the end of the infusion. Blood glucose reported on three days later was 60." Upon further query, a general report of an unspecified number of undocumented incidents of a pt receiving less tpn than intended was rec'd. On unspecified dates, the device was programmed by the nurse in the tpn mode. Reportedly, after the device alarmed that the deliveries were complete, the device display indicated that 3500 ml was delivered; however, the pt noted that approx 500 ml remained in the container. There were no reported adverse pt effects. No medical interventions required. The device was not removed from the pt's home and continues to be in clinical use. Though requested, no add'l info was provided.